Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced approximately four years ago. The patient was unsure if it was due to normal battery depletion. There were no patient symptoms or outcome reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.